Event description:
It was reported that during routine follow-up, the pulse generator was found in backup vvi mode. Device interrogation revealed the battery had depleted. Plans were made to explant the device due to normal battery depletion but the procedure was not scheduled.

Manufacturer narrative:
.